Manufacturer narrative:
Investigation underway as part of this complaint.

Event description:
Nps was placed successfully and reverse flow was confirmed. Wire was unable to pass lesion. Possible dissection though none viewed on angiography. Physician decided to convert to cea. Patient present at time of event?: yes. Patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no. Medical or surgical interventions: cea patient outcome: expected to fully recover. Event date: 2025-7-23.

Event description:
Nps was placed successfully and reverse flow was confirmed. Wire was unable to pass lesion. Possible dissection though none viewed on angiography. Physician decided to convert to cea. Patient present at time of event?: yes patient complications: dissection in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: cea patient outcome: expected to fully recover. Event date: 2025-7-23.